Event description:
The customer reported that the insulin pump alarmed motor error while priming, and the device was resetting by it self. The blood glucose reading was 124mg/dl. The caller mentioned that the device was exposed to an x-ray machine at the airport. Troubleshooting was performed, and the displacement test failed as well the device was stuck in the prime loop. Reviewed the alarm history and found no reservoir, several motor errors, checking settings and other two alarms. Advised the caller to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
Insulin was received stuck in the motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.